Event description:
It was reported via repair work order that the power cord ground prong was broken off. It was also reported that the power cord had bent power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.